Event description:
The manufacturer received information from a customer alleging a ventilator service required condition had occurred on a trilogy evo device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The manufacturer received information from a customer alleging a ventilator service required condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed. There was no system errors observed for this issue by the third-party service technician. There were no part(s) replaced, or no part(s) repaired to address this issue since the issue was not confirmed on the device. Additional findings not related to the malfunction/issue was contamination found in following parts: blower assembly, blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow oxygen tubing. All of the above parts were replaced on the device by the third-party service technician. The third-party service technician found damage to the outer side panel. The outer side panel was replaced to address this issue. The following parts were proactively replaced on the device: air inlet foam filter and particulate filter.